Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their therapy started acting up last month when patient while patient was in the hospital (unrelated) patient was asked to turn therapy off because it was interacting with EKG. Patient saw their managing nurse about 2 weeks ago and the nurse turned stimulation up to 1.4. This was uncomfortable for patient and was causing a mild twitch sensation as well as urinary urgency. Patient was also experiencing incontinence at night. Patient decreased amplitude to 1.3 because they felt the stimulation was too high but patient is also experiencing retention which is the reason they got the interstim therapy. Reviewed how to change programs and adjust amplitude to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to healthcare professional (hcp) if issue persists.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.